Event description:
Procedure: gastrectomy. Reportedly, after the sealing cycle was completed the instrument jaws locked on the vessel. The surgeon clipped both sides of the vessel and removed the device from the vessel. Another hand piece was used to complete the procedure.